Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that one day post implant the left ventricle lead exhibited loss of capture except in left ventricle ring to right ventricle ring vector. The patient experienced diaphragmatic stimulation. Lead dislodgement was suspected. The device was reprogrammed to right ventricle only pacing.